Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/02/2015 with the following findings: pump intermittently powers with returned battery cap due to cap detaching. A test battery cap was used for all testing. Pump powers with test battery cap to a dim discolored display. The battery cap threads were damaged. Battery compartment cracks observed in thread area. Evidence of moisture contamination inside battery compartment. Multiple battery alarms observed in black box and alarm history. Current draws were within specifications. Leak test shows leak at battery compartment crack. Evidence of additional moisture contamination inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.